Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal access using an sl sheath and nrg needle, the sheath was exchanged over a wire for the faradrive sheath. After removal of the dilator and insertion of the non-boston scientific mapping catheter, the hemostatic valve was leaking back blood approximately 30 seconds into mapping. Attempts to reposition the catheter did not resolve the leak. The sheath was subsequently replaced, and the procedure was completed without patient complications. The sheath was disposed of and is not expected to be returned.